Event description:
It was reported that during maintenance found that the cardiosave intra-aortic balloon pump (iabp) led doesn't light up and power cable was malfunctioning. No patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, b5, e1 (initial reporter, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d10, e2, e4. A getinge field service engineer (fse) after completing the maintenance, with all the checks passed positively, by repositioning the cardiosave inside the department and reconnecting it to the 220 v network, noticed that the network presence led did not light up. By moving it slightly, the led reappeared. It was necessary to replace the entire reel cable. Fse replaced the ac power cord. Electrical safety tests and checks, passed successfully. Operation tests performed with positive results.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected field: g2(report source).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the 220v network presence led on the cardiosave intra-aortic balloon pump does not light up. There was no patient involvement.